Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets with duplicate pockets error on drawer. A field service engineer replaced bus module and drawer controller boards to resolve the issue. Assisted the customer to unload and reload medication into cubie pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 for bin a1 to a6 was showed up as duplicate address detected to recover storage space. When tried to recover storage space the cubie was automatically ejected out of the bin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.